Event description:
It was reported that the zimmer air dermatome ii handpiece stopped operating while in use and was unable to be restarted. When the customer attempted to test the device after the operation, it started to operate for a second then would stop again. There was no report of patient injury or surgical delay associated with the event and the procedure was completed using an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.